Event description:
Complainant alleged that the medic and nurse were monitoring a pt (age and gender unknown) during the transport of the pt, when the device powered off. The medic then turned the device back on, but only a green dot was displayed on the device screen. The battery was then changed, but the device continued to display a green dot. The medic then attempted to erase the data card, but the device powered off. The medic then changed the data card, and the monitor was functional for 40 - 60 seconds, but the device shut down again. The medic again changed the battery, but the device again shut down. Upon the medics' arrival at the hosp, the device displayed a "status 7" message, but without the green dot on the screen. The complainant indicated that during the event, the medics were able to obtain another device to monitor the pt. The complainant indicated that there was no advere effect on the pt as a result of the reported malfunction.